Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data were inspected. The inspection confirmed the eri battery status, confirming the clinical observation. It was noted during the data inspection that the eri status was triggered as a result of a capacitor charging time longer than 20s. These aborted charging cycles occurred only after the device was implanted, the first of them on (B)(6) 2019. The available iegms of (B)(6) 2019 between 1:58pm and 2:05pm showed noise most likely resulting from strong magnetic fields, such as an MRI scan without activating the MRI program. Based on these observations a component damage of the electronic module can not be fully excluded. Should additional relevant information become available, this investigation will be updated.

Event description:
It was reported that this device is at eri.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the eri battery status, confirming the clinical observation. The memory content of the device was inspected. During the inspection of the available iegms noise was observed in all channels on (B)(6) 2019 leading to six charging cycles between 13:58 and 14:05. Furthermore, the data showed that the eri battery status was activated at the same time due to reaching the maximum charging time of the defibrillation shock. The frequency and morphology of the sensed signals can be most probably attributed to strong external electromagnetic fields, indicating the beginning of a magnetic resonance imaging. At this date the MRI mode of the ICD was not activated. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, within 20s charging time the specified energy level could not be reached. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, damages to a component of the electronic module were noted. Due to these damages the charging of a defibrillation shock was impaired. It is reasonable to assume that the damages were caused by an MRI scan. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition. This induced high current condition may possibly led to such rare events, like the observed damage of the electronic module and does not represent a device malfunction. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the ICD was thoroughly analyzed. During the analysis it was found that the clinical observation resulted from a damaged component of the electronic module, most probably caused by a magnetic resonance imaging on (B)(6) 2019. At this date the MRI mode of the ICD was not activated. Due to this damage the charging of a defibrillation shock was impaired, leading to the activation of the eri battery status as specified. This does not represent a device malfunction. There was no indication of a material or manufacturing problem.